Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3, h8. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was unable to be specified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU). The customer did not provide a response regarding whether there was any delay in the start of precleaning, whether they flushed the nozzle with water and air or with detergent solution, whether they presoaked the endoscope in the detergent solution, or whether they wiped the nozzle with clean lint-free cloths, brushes, or sponges. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.